Manufacturer narrative:
The exposed portion of soft cannula was found to be damaged (deformed). It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18.4 mmol/l (331.2 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. A correction of 5.8 units was administered using the pod but the bg levels did not decrease. Hyperglycemia treated by applying a new pod and bolus 2.1 units.